Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Investigation conclusion. Reported event: an event regarding loose knee compartments during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 246 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were no other similar reported events for the listed catalog number. Conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Event description:
Balanced the knee after making a provisional tibial cut but when all was said and done, knee ended up incredibly loose and we had to put in a 22mm insert. Surgical delay- 30-60 minutes patient was under anesthesia. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Balanced the knee after making a provisional tibial cut but when all was said and done, knee ended up incredibly loose and we had to put in a 22mm insert. Surgical delay- 30-60 minutes patient was under anesthesia. Case type: tka.